Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The leads were returned in two pieces. Insulation abrasions were noted at 49.2cm to 49.5cm, 44.9cm to 45.5cm, 44.6cm to 45.0cm, and 39.2cm to 39.7cm from the distal tip, exposing the rv, re and svc cables. These abrasions are character- istic of friction with another implanted device. Inside-out abrasions were noted underneath the svc shock coil at 21.5cm to 23.5cm and 19.4cm to 19.8cm from the distal coil, exposing the svc shock cable and re e cables.

Event description:
Patient presented to the hospital after receiving multiple therapies, due to noise. Noise was reproducible with pocket manipulation. The lead was explanted.